Manufacturer narrative:
The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, visual inspection of the device noted the lv setscrew and seal plug were missing, and there were electrocautery marks on the header. Review of device memory found a shorted lead fault was recorded on (B)(6) 2018, followed by several charge time exceeded faults. Additionally, an oscillator mismatch fault followed by three power on reset faults, due to the use of electrocautery, were stored. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The device was damaged by a shock into a shorted lead condition.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the clinic for a device check because the device was emitting beep tones. Interrogation of the device found the device was at end of life (eol) battery status. Technical services was contacted and confirmed device replacement was required, as once the device reached battery capacity depleted, proper device function cannot be guaranteed. Printouts from the device showed charge time out alerts had occurred, where the charge time was greater than 45 seconds, indicating shock therapy was likely not available. The device was explanted and replaced the following month. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the clinic for a device check because the device was emitting beep tones. Interrogation of the device found the device was at end of life (eol) battery status. Technical services was contacted and confirmed device replacement was required, as once the device reached battery capacity depleted, proper device function cannot be guaranteed. Printouts from the device showed charge time out alerts had occurred, where the charge time was greater than 45 seconds, indicating shock therapy was likely not available. The device was explanted and replaced the following month. No additional adverse patient effects were reported.